Event description:
It was reported that this pacemaker exhibited undersensing on the right ventricular (rv) lead. Boston scientific technical services (ts) was consulted and reprogramming options were offered. The health care professional (hcp) stated the patient will be evaluated in clinic. No adverse patient effects were reported. At this time, this device system remains in service.